Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during a manual prime. Customer was also unable to exit the preparing to prime loop. The customer was connected to their insulin pump and delivered 100 units of insulin to their body while the alarm was occurring. Customer's blood glucose was 209 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer did not press on the cap while connected. The customer's blood glucose declined to 137 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.